Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. All attempts at obtaining a fiber optic arterial pressure (ap) signal failed. The customer was guided to utilize the transduced peripheral ap for the cs300 and to disconnect the fiber optic connection. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.